Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had barcode on the display. The customer's blood glucose was 103 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind and displacement test. No missing segments or partial display noted. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Device received missing end cap sticker, cracked case at reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.